Event description:
It was reported that during a sigma resection procedure, the device was incorrectly loaded by the nurse. Although the staple cartridge was not correctly placed, the device could be triggered by the surgeon. The staple line was not complete and the procedure had to be converted to open. There were no additional patient consequences. One device will be returning. No further information available.

Manufacturer narrative:
Date sent: 9/29/2009. Information anticipated, but unavailable at this time.